Manufacturer narrative:
(B)(4) 2014. This is considered malfunction of the battery pca as it failed to meet specifications. This is a reportable malfunction as should this malfunction recur it could cause or contribute to a death or serious injury, e.g. Failure to power up in an emergency situation thereby causing delay in therapy, loss of power, intermittency in power or unexpected shutdown. On (B)(6) 2011, the customer reported that the unit had loose and bent battery pca pins. There was no report of patient involvement. There was no report of the unit failing to power up. On (B)(4) 2011, a philips fse went to the customer site and evaluated the unit. The battery pca was replaced for the bent pins. All post-servicing testing passed. The unit remains at the customer site.

Event description:
The customer reported that the unit had loose and bent battery pca pins. There was no report of patient involvement or that the unit failed to power up.